Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced unit received for "has ac light, but won't power on". Replaced the keypad assembly. The proximate cause of the reported issue was due to electrical failure of the unresponsive keypad. A review of the device history record for sn (B)(4) was performed from 08/06/2019 to 8/20/2020 and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device has ac light but won't power on.